Event description:
It was reported that the customer had a blood glucose level of 600 mg/dl. The customer stated she treated with a bolus after eating. The customer's reservoir was leaking. Standard troubleshooting was performed. There was fluid in the reservoir compartment. Cosmetic damage in the form of cracks in the pump were also noted. The product was returned. Nothing further was reported.

Manufacturer narrative:
The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. No leak on reservoir compartment noted. No moisture damage on electronics noted. The unit passed displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery test. The unit had a64 alarm during self test due to faulty y1 on rfb. The unit had high idle current due to faulty c12 on mb. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).